Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that while brushing the teeth the toothbrush handle snapped only after using it for few times. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: the lot number was updated from unspecified to 17911sg s3. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that while brushing the teeth the toothbrush handle snapped only after using it for few times. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that while brushing the teeth the toothbrush handle snapped only after using it for few times. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: the lot number was updated from unspecified to 17911sg s3. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. Retain sample was evaluated and met specification. One toothbrush lot 17911sg s3 was received. The returned toothbrush lot had been manufactured according to the specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined for this complaint. The returned sample was broken however, the breakage had occurred at a point that was clamped during testing. There was no consumer information regarding where the consumer held the brush or the force they used while using the brush. Although this complaint was verified due to the returned sample, the disposition of this complaint could not be confirmed as it could not be attributed to a manufacturing defect. Based on the information available, this device was used as intended for treatment. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.